Event description:
A tandem mobi cartridge alarm was reported during troubleshooting for an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 34 and decided to replace the pump. The customer was informed they would receive a replacement pump with updated software and was advised on the backup therapy of using mdi. The customer was also provided with instructions on how to put the pump into storage mode and was instructed to return the defective pump to tandem within 10 days to avoid additional charges. The customer understood and acknowledged all instructions, including programming the new pump settings and connecting their cgm to the replacement pump.